Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer then attempted to load a new cartridge, and was unable to complete the load process due to receiving a message that a new cartridge must be loaded to resume delivery. Reportedly, the customer was unable to confirm if the load process had been completed and "done" had been selected on the load menu. The customer reloaded the cartridge with 100 units of insulin and received a minimum fill message. The customer added insulin to the existing cartridge and completed the load process successfully. Due to consuming carbohydrates, the customer's blood glucose (bg) level was 271 mg/dl. Reportedly, a bolus was delivered to address the bg level.